Manufacturer narrative:
As received, only the connector portion of the lead was returned in one-piece measuring 9.3/10.2/11.1cm (outer insulation/ inner coil/ outer coil). Twisted inner-outer coils was noted. Visual inspection did not find any anomalies on the partial lead. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-13566, 2017865-2021-13567. It was reported that the patient deceased. The cause of death was unknown.